Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient's medical history included lphs (loin pain hematuria syndrome) and was the reason for having the pump implanted. The patient also had a pre-existing cancer diagnosis. It was reported that the patient was on recession antibiotics for an infection. The patient could not eat or she threw up all the time. Per the patient, they didn't know where the infection was. The bottom of the pump incision opened and fluid was coming out of the pocket. It felt like the pump was too big for her. The patient had "stitches reject" in the past that were unrelated to her infusion system. Her bowels were flaring. The doctor told her that if the pump was infected that it would need to come out. The patient stated that she needed the medication changed and adjusted in her pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.